Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the initial sapien valve positioned and deployed 90:10 aortic resulting in significant 2+ ai. A second sapien valve was positioned 60:40 within the native annulus, and more ventricular compared to the first valve. The valve was deployed during rapid ventricular pacing (rvp), however, rvp was called off prior to the delivery system balloon being down and it was suspected that damage of the valve leaflets may have occurred, resulting in poor coaptation of the leaflets and severe central ai. A third valve was deployed successfully, with no pvl or cai. The patient left the or in stable condition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the aortic malposition with subsequent regurgitation was reported to be due to too aortic positioning prior to deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to indications, warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.